Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, placement of the right atrial (ra) lead was difficult. It was indicated the patient has previous cardiac surgery. When the ra lead was positioned, the sensing measurements were poor. On the second and third positionings, the threshold measurements were high. On the fourth positioning attempt, the helix would not retract. As a result, the ra lead was surgically abandoned. After another unsuccessful attempted implant with a competitor ra lead, the physician elected to implant a single chamber system. No adverse patient effects were reported.